Event description:
The patient was implanted with her scs system on (B) (6) 2008 which included an ipg and leads implanted in the occipital area (off-label location). It was reported that the patient had possible lead migration on the right side due to her falling and hitting her face. The patient required higher programming parameters as a result. The patient's system was explanted and replaced on (B) (6) 2009 but the leads were not returned to the manufacturer for evaluation.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.